Manufacturer narrative:
The catalog number identified is similar to the lifestent 5f stent products that are cleared in the u.s. The 510k/PMA number and pro code for the u.s. Lifestent® 5f vascular stent system are identified. Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been previously reported for this lot number. Investigation summary: the sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 11/2018); (manufacturing date: 12/2016). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the results of a clinical trial that approximately seven months post stent placement, CT angiogram demonstrated occlusion of the aorto-iliac segment with thrombus extending into the superficial femoral artery. The affected segments were treated with lysis and endovascular and surgical thrombectomy. The study device was surgically explanted and a femoro-popliteal bypass was created. The subject was discharged from the hospital approximately one month post admission. Approximately one year one month post stent placement, the patient expired secondary to pneumonia.

Manufacturer narrative:
The catalog number identified is similar to the lifestent 5f stent products that are cleared in the u.s. The 510k/PMA number and pro code for the u.s. Lifestent® 5f vascular stent system are identified in this report. Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been previously reported for this lot number. Medical records review: the patient presented with complaint of bilateral lower extremity pain and CT angiogram demonstrated thrombus from the infrarenal aorta with complete occlusion of the left leg axis and large thrombus masses in the area of the right pelvic axis. Surgical revascularization, including thrombectomy and urokinase lysis was performed in both superficial femoral arteries. Stents were removed bilaterally from the superficial/deep femoral arteries. A vascular graft was used on the left to bypass to the popliteal. The hospital course was further complicated by non-st-elevation myocardial infarction, compartment syndrome on the right leg which required a fasciotomy, and pneumonia. The patient was discharge from the hospital approximately one month post admission. Investigation summary: images have not been provided documenting the occlusion. According to the sae report the event is not related to the device and not related to the procedure. A device deficiency was not reported. Therefore, the investigation of a possible device deficiency is closed unconfirmed. There was no report of device deficiency, and the relationship of the event to the device and procedure was judged as 'not related'. Based on the information available a definite root cause for the event reported could not be identified. Labeling review: the instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial that approximately seven months post stent placement, CT angiogram demonstrated occlusion of the aorto-iliac segment with thrombus extending into the superficial femoral artery. The affected segments were treated with lysis and endovascular and surgical thrombectomy. The study device was surgically explanted and a femoro-popliteal bypass was created. The subject was discharged from the hospital approximately one month post admission. Approximately one year one month post stent placement, the patient expired secondary to pneumonia.